Event description:
Related manufacturing reference number: 2017865-2022-01753. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The patient was asymptomatic and pacemaker dependent. The right ventricular lead exhibited signal artifact, detected on electrogram. The device was explanted and replaced. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.